Event description:
Boston scientific crm rec'd info that less than one yr following implant, this lead displayed no capture output at 6.5v @ 1.0ms, in both unipolar and bipolar configurations. Additionally, sensing was 0.8-0.9 mv down from >10 mv. The lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
Both the mechanical and electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. The analysis did not reveal any sign of a material or mfg problem. The cuttings in the outer insulation are most likely due to explantation procedure.